Event description:
It was reported that the pump displayed a system failure. Patient involvement is unknown.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. A review of the event history log found evidence of a system failure, depleted battery alarm. The system failure, depleted battery alarm was verified and duplicated by the power up test during the functional testing. The cause of the issue was the depleted battery. The battery was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.